Event description:
Additional information received reported there was no particular catheter kickback. There was no kink or other damage noted to the coil after removal.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #267187744:equipment used: vis (m-78210), 203cm ruler (m-83361) as found condition (condition of returned device): an axium prime coil, two headway catheters, and a guidewire were returned within a shipping box; within a sealed biohazard bag; within an opened axium prime coil outer carton and within a resealable bag. Visual inspection/damage location details: only a separated segment of axium prime pushwire was returned. The axium prime pushwire was returned without the introducer sheath. The axium prime pushwire was found to be already outside of its introducer sheath. The introducer sheath was found to be missing and not returned. The axium pushwire was found to be broken at 60.8cm from proximal end. Additionally, the axium implant coil was found to missing and not returned. No other anomalies were observed. (Headway catheter 1) the model and lot numbers for the headway catheter were not provided; therefore, any contributing factors could not be assessed. The headway catheter was returned with an unknown guidewire extending 19.5cm from hub. The guidewire was unable to be removed from the catheter as it was found to be stuck. The headway total length was measured to be 163.5cm. The headway useable length was measured to be 155.9cm. Upon visual examination, no issues were found with the headway hub, catheter body or distal tip. (Headway catheter 2) the model and lot numbers for the headway catheter were not provided; therefore, any contributing factors could not be assessed. The headway catheter was returned in two segments. Headway segment 1 was found to be separated at 8.7cm from hub. Headway segment 2 was found to be separated at 149.6cm from distal tip. Upon visual examination, no issues were found with the headway hub or distal tip. Testing/analysis: the axium prime coil was unable to be tested due to its damaged condition. Conclusion: based on the axium coil analysis and the event description, the customer report of ¿failure to re-sheath¿ could not be confirmed and the root cause could not be determined. Possible causes for failure to re-sheath are damaged (knotted) coil or failure to hydrate coil. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the coil entered the parent blood vessel and could not be resheathed. The patient was undergoing treatment for a ruptured, saccular aneurysm located in the anterior communicating artery. The max diameter was 7mm, and the neck diameter was 4mm. The patient's blood flow was normal, and the vessel tortuosity was severe. It was reported that  when the tip of the coil was pulled out for about one loop, it deviated to the mother blood vessel side outside the aneurysm. The delivery wire was pulled to try to rewind it again, but the coil that should have been pulled out did not stick and was in a still state. It was confirmed that it did not move even pushed, like an unlabeled state. It was judged that it would be difficult to store the coil inside the headway 17 and collect it while maintaining that state, so the hub on hand for the headway 17 was cut with a pair of scissors and the delivery wire that had become peeled off was also cut. A headway 21 and goose neck snare were newly used as a rescue catheter, and the snare loop was cut through the catheter and raised to the coil to recover the device. When the tip of headway 21 touched the headway 17 the coil was about to separate, but since it succeeded in grasping the root of the floating coil just before that, it was collected as a result.  No additional surgical or medical procedures have been performed. There was no kink or damage to the delivery pusher. There was no resistance during delivery, and the coil had not been repositioned. No detachment attempts were made, and the delivery pusher was not rotated inside the patient's body. A continuous flush was used. The coil was replaced, and the patient did not experience any injury. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a 6f fuubuki dilator guide catheter, headway 17 microcatheter, headway 21 microcatheter, cerulean dd6 microcatheter, chikai 14 guidewire, and 4mm goose neck snare wire.